Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device was sticking, posing a risk that the device could continue to run after the trigger was released.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device was sticking, posing a risk that the device could continue to run after the trigger was released.

Manufacturer narrative:
The reported event of a sticking trigger was duplicated. The trigger was sticking due to corrosion, but no run-on was observed during evaluation. The device was repaired and returned to the customer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.